Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door was not opening, the icon indicated a jammed drawer, and the drawer appeared on the recovery list. The customer attempted rebooting the station; however the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was not open. A field service engineer (fse) found the smart remote manager grayed out with a failed hardware icon. Troubleshooting showed that the srm had failed when opened. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.